Event description:
It was reported that an elevate posterior device was implanted on (B)(6) 2011 to treat for "recurrent prolapse." Additional information provided indicates the patient experienced persistent discomfort. Mesh erosion was noted "after a few months" and the mesh was removed on (B)(6) 2011. "The tip of the mesh arms are still insitu," embedded in the sacrospinous ligaments. On (B)(6) 2012, a fenton's procedure (removal of vaginal incisional scar tissue) was done for persistent lower vaginal fibrosis. Now the patient has "buttock discomfort," and she was referred for chronic pain consultation and physiotherapy on (B)(6) 2012. The outcome of her therapy is unknown as yet.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate.